Event description:
The customer reported a patient death where the patient was being monitored by an mx40 telemetry patient worn monitor. The customer reported that no error messages were coming through to the central station during the patient event. Strips were provided and they show that there was approximately 104 minutes of inops before the patient's adverse condition was recognized by staff. The staff recognized that the patient required immediate medical attention and CPR was administered to the patient. However, the patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.